Event description:
It was reported that the valve of foley catheter was broken on the day of use.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample exhibited the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and inlet tubing. Visual inspection of the sample noted that the inflation funnel was damaged with some of the inflation arm breaking off the inflation valve and retention cap falling out. This does not meet the specification. "Cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm". A potential root cause for this failure could be ¿excess of temperature in the funnel¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patients·patients with delirium who might pull out catheter [when patient tugs atcatheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history ofallergic hypersensitivity to povidone-iodine or iodine, consider usingalternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oilssuch as white petrolatum and animal oils). [They may damage the device andmay burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patientspatients with known allergy to silver coated catheter."correction: dh11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the valve of foley catheter was broken on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.